Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that it had recurring door failures. A field service engineer (fse) inspected the station and replaced all door latches. Diagnostics were run and a final test was performed. The customer tested the station afterward, confirming successful operation. The system functioned as intended after the field service engineer repaired the device. Initial reporter facility: (B)(6).

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, had recurring door failures. The customer reported that this issue has been recurring, and it appears that many of the malfunctions occurred when users attempted to remove a drug from a patient's profile. There were no adverse events or injuries reported based on this event.